Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, "enforcement was experienced when the lead was in the [sheath]." The helix was extended and retracted twice "with latch help". The physician requested a new lead. When the high voltage shock pin was put into the device header, damage was seen on the setscrew. A new device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had a damaged connector. The returned device indicated a missing grommet, foreign material on set screw, a set screw with a rounded socket, and a damaged set screw. If information is provided in the future, a supplemental report will be issued.